Event description:
The technical support engineer was informed by the customer that the evis exera iii xenon light source reportedly was found to have ¿b30 and e216¿ errors during preparation for use. No death injury or harm was reported.

Manufacturer narrative:
The customer was not at equipment at the time of call to perform troubleshoot for the reported b30 scope communication error. However, the customer was advised in the future not to hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear additional scope has same error. Advised contact that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Verify/reset maj-193 3 and maj-1941 (brightness, white balance & nbi) communication cables. Verify the endoscope connector on light source is clean and free of debris. A few days later follow up call to the customer from olympus concluded the problem had been resolved by the customer and that issue was closed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the errors occurred due to a temporary communication malfunction (adhesion of a foreign material to the electrical contacts, improper cable connection). The event can be detected/prevented by following the instructions for use which state: - [3.1 precautions for installation and connection] "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." - [4.4 connection of an endoscope] "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.